Event description:
We received a report that a patient had an intraocular lens (iol) explanted due to unexpected post-operative refraction. No patient injury was reported.

Manufacturer narrative:
All pertinent information has been submitted.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. Lens has surface residuals adhered to both side of optic body compatible with handling the lens in a non-sterile environment. Two halves of the lens were received in a plastic bag. One piece of the optic has a haptic detached (loop). Optical measurement: optical inspection results showed that the lens diopter was within specifications. All pertinent information available to the manufacturer has been submitted.